Event description:
A customer reported an issue with the touchscreen responsiveness of a pump, stating that the screen was frozen and unresponsive to input, although it was not cracked or shattered. The customer's blood glucose level did not exceed 500 mg/dl and remained within a normal range. Tandem technical support provided instructions for a complete pump reset, which the customer carried out, resulting in the screen becoming responsive again.